Event description:
A medtronic xomed sales rep reported for the hospital that during one frontal sinus drillout procedure, they went through ten burs. The burs got so hot that they burned the patient's nose. Some burs had the tips break off, some had the inner shaft shear off at the hub. Dr. Said that at first the irrigation was working but it would quit. Sales rep did not know if it was getting clogged, or if the irrigation tubing was bad. Dr. Said that the patient is doing better.

Manufacturer narrative:
High-speed tapered diamond bur, high-speed curved round diamond bur, rad frontal finesse bur (low speed). Evaluation found that the amount of bone dust embedded in the diamond grit and between the bur flutes, and dried blood on the bur shafts, indicated that no irrigation at all was used during surgery, though irrigation tubing is supplied with the product. Heavy pressure to one side caused one of ten returned burs to stretch, twist, and tear the flexible spiral wrap causing the bur head to break off of the shaft. The ten tubing sets were not returned. The root cause was that no irrigation was used with the burs during surgery, causing the burs to get hot due to friction.